Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removing that along with the pieces of the essure') in an adult female patient who had essure (305) (batch no. 787408) inserted for female sterilisation. On (B)(6) 2011, the patient had essure (305) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of bilateral fallopian tubes, and bilateral essure). Essure (305) was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (305). The reporter commented: insertion details- trailing coils: left: 3 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: result- bilateral tubal occlusion following essure device placement. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removing that along with the pieces of the essure') in an adult female patient who had essure (305) (batch no. 787408 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure (305) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of bilateral fallopian tubes, and bilateral essure, left salpingo-oophorectomy). Essure (305) was removed on (B)(6) 2020. At the time of the report, the device breakage and menorrhagia outcome was unknown. The reporter considered device breakage and menorrhagia to be related to essure (305). The reporter commented: insertion details- trailing coils: left: 3 right: 5. Discrepancy noted insertion date (B)(6) 2011 ( per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral tubal occlusion following essure device placement.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporters information added. Insertion date and essure removal surgery updated. Event: menorrhagia were added.fu 1 and 2 processed together. On 23-oct-2020: quality safety evaluation of ptc..fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.